Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the trial worked like a dream, the implanted one is pure trash. The patient went from 60% relief down to less than 5% relief. It was reported that when the level is set to where the patient doesn't feel the stimulation, there are times when it seems to bump up and makes me scramble to find the remote to turn it off.